Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level. Customer reported they were hospitalized on unknown date. The customer¿s blood glucose level was 1800 mg/dl. Customer's son had fluid on lungs. Sensor was not reading properly. Troubleshooting was declined. The insulin pump will not be returned for analysis.